Event description:
During follow-up, the patient stated that the issue is with her catheter and she will be having the catheter re-positioned next wednesday. However, the catheter is not a fmc manufacture product. Ni. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).